Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set in which nurse couldn't disconnect the set during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Additional information: batch review could not be performed for the reported condition because lot number for reported product was not available. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.